Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a load step malfunction. The pump did not recognize the filled cartridge during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/22/2013 with the following results: testing confirmed the reported malfunction. Black box review shows evidence of ¿load step malfunction¿ illustrated with multiple ¿no cartridge detected¿ warnings. Pump powers ¿on¿ and displays ¿verify¿ screen. Pump was unable to recognize the cartridge upon the first ¿load ¿attempt, reported ¿load step malfunction¿ was duplicated. Unable to take the force sensor calibration reading. Pump cover was removed; inspection shows a intermittent connection to the force sensor flex due a cracked solder joint around the pin.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.